Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve stenosis 3 years and 3 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities not provided or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards implant patient registry, three years and three months after the implant of a 23mm sapien xt valve in aortic position by transfemoral approach, a 20mm sapien 3 valve was implanted during a valve in valve procedure (viv). The existing sapien xt valve was reported to have a ¿stenosis failure¿. Per medical opinion, the 23mm sapien xt valve was under expanded on the initial implant. During the nominal deployment of a 20mm sapien 3 valve inside the failed sapien xt valve, some under expansion of the sapien 3 still resulted. This was improved by post-dilation with a 20mm non-edwards balloon. During the 30-day follow-up visit, the patient had recovered well. The gradient was within ¿normal parameters¿. Both valves remain implanted in the patient.